Event description:
The home patient reported a 2240 alarm during the final dwell of automated peritoneal dialysis treatment with the homechoice machine. The patient reported that the patient line became accidentally disconnected and the machine alarmed. The patient discontinued treatment and finished with a manual exchange. There is no patient injury or medical intervention associated with this incident according to the healthcare professional.